Event description:
It was reported that following insertion of the iab, the pump experienced high pressure alarms. It was determined that the balloon was not deflating properly. As a result, the iab was removed and replaced without any patient complications.